Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, rtg0339510 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient states they are needing to have a procedure done on the 25th and are needing to turn the device off. Pt states their device is not helping their symptoms anyway and just want it taken out. Pt states they are still wetting themselves. Pt services attempted to gather and event date but pt stated the symptoms returned "a year after they got it." It was not made clear if it was a year from the first implant or 2nd implant registered. Pt also mentioned experiencing shocking, tenderness and swelling on their right side. Pt states they have scar tissue on the left so they think it's possibly where the ins is located. Pt states they aren't sure when this started but they know its been 2 months. Pt states they can't lay on it because it's sore. An email was sent to the repair department for replacement co mmunicator but also recommended following up with doctor about future plans with the device. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called back because they are supposed to have a procedure on the (B)(6) 2022 and they need to turn the therapy off. They were supposed to have the procedure done on the (B)(6) 2022 and couldn't because they couldn't turn the stimulation off. The therapy hasn't been working for 4-5 months and last night they started feeling tingling. The patient's spouse passed away last november and the therapy wasn't working then. They wet all over themselves before getting to the bathroom. The patient has two handsets and two communicators. They already opened the box but want to return one because they don't want their insurance to get charged. The patient didn't know who they got the replacements through. The patient was walked through using the communicator and handset to connect but they couldn't connect. The patient was asked if they got a message that said "switch communicator" and they said no. They tried using the other communicator but it wasn't charged. The patient is going to charge it for 20 minutes and then call back.